Manufacturer narrative:
Initial reporter phone no. (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph using the naked eye which observed that the air vent was missing/detached from the chamber. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the air vent of a clearlink solution administration set was missing. This was observed during priming prior to patient use. There was no patient involvement. No additional information is available.